Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Customer report of inaccurate pulmonary artery pressure (pap) values was unable to be confirmed during evaluation. All through lumens were patent without any leakage or occlusion. All through lumens passed pressure test with lab dpt. Balloon inflated clear and concentric, and remained inflated for 5 minutes. No visible damage or abnormality was observed from catheter body, balloon, or returned syringe. The device history record review was completed and the product passed without nonconformances. 100% of the units go through an electrical continuity verification while performing the eeprom soldering process as per procedure. 100% of the units also go through a leak and flow test and an electrical test per procedure. No label/instructions for use/training adequacy review was needed since the reported condition was not associated to any product misuse nor lack of instructions. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect as no defect was found during the evaluation. Therefore, a root cause could not be established.

Manufacturer narrative:
Additional product codes include kra catheter, continuous flush. Dqe catheter, oximeter, fiberoptic. Dqo catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a patient this swan ganz catheter provided inaccurate pressure values. The values did not become 0 mmhg but showed around 20 mmhg. The customer reported a possible abnormality in the lumen. The issue was resolved by replacing the catheter. There was no allegation of patient injury. The device will be available for evaluation.